Manufacturer narrative:
Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error alarm is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error and rewind insulin pump. Customer performed displacement test which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.